Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally to the verify screen with functional auditory and vibratory features. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours on a unit per hour basal rate with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient is still having blood sugar control issues. Patient states that on (B)(6) 2013 his blood glucose ( bg) was 19 mg/dl and he was unconscious, ems was called for assistance. Patient refused to troubleshoot further stating he has reviewed his pump with customer support on multiple previous calls. Patient had been advised in (B)(6) 2013 to discontinue use of this pump. Although no specific allegation of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.